Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: rep re-in serviced staff to crush ampoule once ¿ allow mix of product ¿ only one thin layer. Surgeon using chlorhexidine/chloraprep -he does not want to remove excess due to sustained anti bacterial properties/protection. Surgeon described details of presentations ¿ delayed, fine till day 8-10 macupapular rash or a diffuse rash near incision, like a bruise, circular, around 7-10 days out treated with topical benedryl, topical corticoid, medrol dose pack. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What prep was used prior to, during or after adhesive use? Surgeon using cleansing with alcohol prior to applying adhesive chlorhexidine/chloraprep -he does not want to remove excess due to sustained anti bacterial properties/protection. Please describe how was the adhesive was applied. ¿ same assistants, chlorhexidine, sutures, subcutaneous, antibiotic regimem, no concomitant changes. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unk if screened by nursing is the patient hypersensitive to pressure sensitive adhesives? Unk if screened by nursing was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk if screened by nursing patient demographics: initials / ID, gender, age or date of birth; bmi: across all skin tones/genders/racial lines patient pre-existing medical conditions (ie. Allergies, history of reactions) unk has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? No changes ¿ same assistants, chlorhexidine, sutures, subcutaneous, antibiotic regimen, no concomitant changes. Is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: surgeon stated its been about fifteen patients over the past year or so. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No if this event occurred in multiple procedures, please provide the following information for each patient event: exact number of cases unknown 15 was an estimate. What is the procedure name? Robotic procedures. What is the procedure date? Unknown. What date did the reaction occur on? It varied. What does the reaction look like and how large of an area does the reaction cover? It varies. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. A hydrocodone cream or a medrol patch. If medication was required, please clarify if it was prescription strength. Varied. What is the most current patient status? Reactions cleared up after prescription. Can you identify the product code and lot number of the product that was used? No lot numbers. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) clinical coordinator. What prep was used: surgeon using chlorhexidine/chloraprep -he does not want to remove excess due to sustained anti bacterial properties/protection. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown robotic bariatric procedures on an unknown date and topical skin adhesive was used. Seven to ten days post op of at the trocar site patient are presenting with reactions to the adhesive. Reaction was red and irritated where ever the adhesive was located. Treated with a hydrocodone cream or a medrol patch. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Rep confirmed information. What prep was used prior to, during or after adhesive use? Surgeon using cleansing with alcohol prior to applying adhesive chlorhexidine/chloraprep -he does not want to remove excess due to sustained anti bacterial properties/protection. Please describe how was the adhesive was applied. ¿ same assistants, chlorhexidine, sutures, subcutaneous, antibiotic regimem, no concomitant changes. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unk if screened by nursing. Is the patient hypersensitive to pressure sensitive adhesives? Unk if screened by nursing. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk if screened by nursing. Patient demographics: initials / ID, gender, age or date of birth; bmi: across all skin tones/genders/racial lines patient pre-existing medical conditions (ie. Allergies, history of reactions) unk. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No changes ¿ same assistants, chlorhexidine, sutures, subcutaneous, antibiotic regimen, no concomitant changes. Is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.